Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and there was a bubble error displayed on the pump. The issue was noticed when the catheter was inside of the patient. The ablation catheter was then flushed, but was not irrigating. The catheter was replaced, and all issues resolved. The procedure was continued and completed. No patient consequences were reported.

Manufacturer narrative:
Note: d4 primary UDI number has been updated to (B)(4). On 1-jul-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and there was a bubble error displayed on the pump. The issue was noticed when the catheter was inside of the patient. The ablation catheter was then flushed but was not irrigating. The catheter was replaced, and all issues resolved. The procedure was continued and completed. No patient consequences were reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection, pump, and pressure gauge test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A pump and pressure gauge test were performed, and the device was irrigated correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31200707l and no internal action related to the complaint was found during the review. The irrigation and bubble error issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following warnings and precautions that should be considered: make sure the irrigation holes are not plugged prior to re-insertion; the temperature sensor is used to verify that the irrigation flow rate is adequate; inspect the irrigation saline for air bubbles prior to its use in the procedure; purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).